Event description:
Wire broke upon insertion into pcs032; when the physician attempted to advance the wire into the proximal portion of the catheter and when he reached the transition zone, the wire "caught on the hub and broke." The wire caught on the hub and broke when the device was not in the patient. A second wire was available, and the case proceeded successfully.

Manufacturer narrative:
Technical evaluation: the proximal section measures 51cm in length and shows several bends in the wire distal of the fracture point. The distal section of the separator measures 149 cm and has a hooked shape at the proximal end. Conclusion: the incident is confirmed as reported. The DHR of this manufacturing lot has been reviewed and a copy is attached. This MDR is being filed as part of the remediation action taken as per penumbra february 2010 update to the FDA warning letter dated december 31, 2009. A review of the device history record (DHR) was completed on pn 1943 a (lot # l15699). All appropriate inspections were completed per process monitoring requirements or 100% inspections were required. The lot has passed all dimensional requirements per specification. In addition, all destructive testing was completed per required process monitoring requirements and results met specification. The parts released in this lot met process requirement. This lot was over labeled per the instructions (B) (4)